Event description:
The patient contacted lfs (B)(4) alleging inaccurate readings on the verio meter. The patient had done back to back comparison. The patient had obtained 15.6 mmol/l and 12.3 mmol/l within 20 minutes from one another. The patient denied exhibiting any symptoms or receiving any medical treatment due to the alleged issue. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. There is no evidence that a serious injury occurred. However, this complaint is being reported because inaccurate erratic was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) is k093745.